Event description:
Fast take meter was reading inaccurately erratic. They obtained results of 409, 192, 372, and 325 mg/dl within 10 minutes of each other. The pt received no medical attention. The customer care representative walked the pt through two, consecutive control solution tests which fell outside of the specified control solution range. The pt neither alleged harm nor experienced injury or medical intervention. Based on the two, consecutive failed quality control tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.